Event description:
In 2007, this patient received two gore tag thoracic endoprosthesis. Post-operatively, the patient experienced paraplegia. A spinal drain was performed. Further investigation revealed that the patient is doing well, with improved movement in the legs.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in this patient.